Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to adjust the lid to open. A technical service engineer troubleshooted and found that the lid was broken and, by using the retry button, tapped the lid lightly to get the lid open. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system had an issue with the cubie lid, unable to open. When trying to issue medication. They reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.